Event description:
I used fixodent from approx. (B) (6) 1990 until (B) (6) 2009. While I was using fixodent, I began experiencing unexplained nerve pain and tingling in my extremities along with numbness. I went to emergency room numerous times and admitted my self and was admitted to psychological hospital floors at (B) (6) hosp and (B) (6) hosp e.r. Because pain became too much to handle. This was over a 20 year period. I finally was confined to my bed and had no hope of recovering until I read the included article from (B) (6) and stopped using fixodent. Then I slowly started to get better except for numbness in hands and feet and unexplained spastic movements of arms. Required pain pump in 2009. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: (B) (6) 1990 to (B) (6) 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.